Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported liver perforation could not be conclusively determined. Further information regarding the event were requested but not received.

Event description:
During a cryo atrial fibrillation procedure, a liver perforation occurred. The day following the ablation procedure, the patient presented with abdominal pain during follow up. A blood transfusion was administered to treat the perforation and pain near the liver, requiring extended hospital stay. The physician inserted the ice catheter as expected, felt resistance, however proceeded. The physician indicated the catheter stiffness as the cause for the perforation. The patient recovered with no longer term complications.